Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent an unknown surgery with the lcp-dt implants at an unknown hospital. After the surgery, soft tissue injury occurred, and a removal surgery was performed on (B)(6) 2024. During the removal surgery performed on (B)(6) 2024, recess of the 2 locking screws became stripped. One of them was removed using the extraction screw, and the extraction screw broke off when it was used for removing the other locking screw. The tip of the broken extraction screw remained in the recess of the locking screw. Since the tip of the broken extraction screw could not be removed from the recess, the surgeon tried to excavate the screw head by the carbide drill bits. However, the shaft of the carbide drill bits was blurred, and the screw head could not be excavated. The surgeon judged that it was impossible to excavate, and the screw was removed with the plate after shaving the bone around the screw and inserting a chisel between the bone and the plate repeatedly. The surgery was completed successfully with 90 minutes delay. The original scheduled surgery time was 50 minutes. It was confirmed that there were no pieces left in the patient¿s body by x-rays after surgery. Patient outcome is reported as stable. No further information is available. This (B)(4) reports about the event occurred during the removal surgery, while related (B)(4) reports about soft tissue injury occurred after the initial surgery. This report is for one (1) 4.0mm carbide drill bit sterile this is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 therapy date: february 1, 2024. E3: reporter is a j&j employee. H3, h4, h6: a manufacturing record evaluation was performed for the finished device part:309.004s lot:6480p50 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on:20-jun-2023 manufacturing site:jabil bettlach expiry date:01-jun-2033 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was found stripped around the cutting edges. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. No other issues where identified. The overall complaint was confirmed as the observed condition of the carbide drill bit ø4 f/instr steel+ti would contribute to the complained device issue. A dimensional inspection was not performed due to the post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.